Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vtich13.2 implantable collamer lens, 07.00/1.0/133 (sphere/cylinder/axis) into the patients left eye (os) on (B)(6) 2021. The lens was explanted on (B)(6) 2021 due to excessive vaulting, blurred vision and decreased visual acuity. The lens was replaced with a shorter lens and the problem was resolved. The cause of the event was the device. Additional information has been requested but none has been forthcoming.